Manufacturer narrative:
Results - related to operational context (no issues noted during prep). Failure to follow instructions (balloon inflated 4atms beyond rbp). Deformation problem (balloon burst). Conclusion: operational context caused or contributed to the event (no issues noted during prep). Failure to follow instructions (balloon inflated 4atms beyond rbp). (B)(4).

Event description:
The physician was using a sprinter legend balloon to treat an occluded lcx. This was the 1st device used to treat the lesion. The balloon burst at 16 atms during the procedure. The physician removed it and changed to another balloon to complete the procedure. The rate of lesion tortuosity is unknown. No abnormality was noted during preparation of the device and inspection prior to use. No resistance was noted between the balloon and other devices or the lesion, during delivery of the device to lesion. No force was used to deliver the device through the guide catheter or on the wire to/across the lesion. No patient injury reported. Cine images are not available. Device evaluation: the sprinter legend device was returned for evaluation. The balloon had been inflated. Hardened blood and contrast were present inside the balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A 9mm longitudinal tear was located on the balloon working length running from the distal cone to the mid balloon portion